Event description:
At the beginning of procedure, novasure device was plugged into the novasure machine and an error message would appear (array position). The message would not clear. Trouble shooted for about 10 minutes. Physician decided to use a different device to complete the surgery.